Manufacturer narrative:
The technician found the right side rail was missing the shoulder screw. See scanned page. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right side rail shoulder screw to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the right side rail will not stay raised in the latched position. The stretcher was located in the accounts bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).